Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was not removing air from the cartridge. Tandem customer technical support educated the customer to follow the proper air removal steps. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.